Manufacturer narrative:
H3: the battery charger 1 was returned to the manufacturer for analysis. Analysis found that the bench test failed due to no power measuring on charger b's output test. Analysis found that the reported event was related to a electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that batteries for the imaging system and both generator charger boards were replaced. Additionally, the interior of the imaging system was cleaned. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000125, serial/lot #: unk. Product ID: bi71000126, serial/lot #: unk. Product ID: bi71000525, serial/lot #: unk. Product ID: bi71000524, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that overnight, there was a suspected thermal event with the imaging system. It was noted that indicators of a thermal event via fumes and odor were observed emitting from the imaging system. A facility representative was called into the operating room (or) and the representative unplugged the imaging system from the wall outlet which subsequently ceased the fumes and odor. Emergency services were brought on-site and determined the odor was most likely from the batteries of the imaging system. To clear the fumes and odor, it was noted that an ozone cleaner and fume evacuator were brought into the or where the imaging system was stored. Subsequently, due to the reported issue, procedures utilizing the imaging system were cancelled for the day. It was noted that the operating room was functional and that there were no patients or staff in the operating room when the reported issue occurred. Additional information was received. It was reported that batteries within the imaging system cracked, resulting in the reported event.